Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. No under delivery anomaly noted during testing. During visual inspection, found keypad connector had moisture damage. Motor and electronic stack also had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl, 50 mg/dl, 45 mg/dl. Customer¿s other blood glucose was over 300 mg/dl, 200 mg/dl. The insulin pump will be returned for analysis.